Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8870, product type: software. Product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving baclofen (concentration 500 mcg/ml, dose 286.34 mcg/day) via an implantable pump for intractable spasticity and movement disorders. There were no applicable non reservoir drugs mentioned. A drug related programming error occurred; the patient came in for a refill on this report date and they had physically changed the concentration of the drug in the pump but they forgot to program the pump to reflect the new concentration. They had already let the patient go home. The hcp had tried to contact the patient to get them back so they could update the programming but they had not been able to get a hold of the patient. The hcp would most likely go to the patient's house so he could update the pump with the new concentration. The hcp wanted to know the duration of the bridge bolus if they had run one. Technical service specialist (tss) reviewed the bridge bolus calculation as follows; catheter volume: 0.251 ml, total drug volume: 0.251 ml + 0.199 ml = 0.450 ml, amount bolus: 0.450 ml x 500 mcg/ml = 225 mcg, duration: 225 mcg ÷ 286.34 mcg/day = 0.786 days x 24 hrs/day = 18 hrs 52 min. Tss also reviewed that if the hcp was able to get to the patient before the 18 hrs 52 min is complete, he would be able to perform a modified bridge bolus to safely deliver the remaining old drug and then switch over to the new drug at the desired dose. The hcp was going to see the patient on the night of this report date and would call back for assistance with the modified bridge bolus. There were no symptoms reported. No further complications were reported. The hcp later called and stated it had been 7 hours since he refilled the pump. They used the flow rate to calculate that approximately 0.167 ml had been dispensed since update. It was reviewed that the calculation for a modified bridge bolus would be .45 - .167 = 0.283 ml x 141.5 mcg/ 286.34 = 11 h 51 m. The hcp was able to update the pump to the correct settings and this resolved the issue.

Manufacturer narrative:
Other applicable components are: product ID: 8870aau01, (B)(6), product type: software, product ID: 8840, (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.